Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an internal network outage had occurred, which resulted in all servers appearing offline. A technical support specialist confirmed that the issue was caused by an internal network outage that resulted in all servers appearing offline. After the network issue was resolved and the servers were restored online, some devices did not automatically reestablish communication with the server. The affected devices remained in disconnected mode and triggered critical override (co) and device not communicating alerts. Server side verification confirmed delayed and intermittent device to server communication. A server reboot was performed but did not resolve the issue for all devices. Resolution was achieved by remoting into each affected device and manually restarting the datasync service. The manual datasync restarts successfully restored device communication, cleared the disconnected mode, and removed co and hsv alerts. Device status was verified on hsv, confirming that no devices remained in disconnected mode and all devices were communicating normally with the server. The system functioned as intended after the technical support specialist troubleshot the device.